Event description:
On (B)(6) 2015 the reporter contacted lifescan (B)(4), alleging an inaccurate low result in the morning of "3.0 mmol/l" on the subject meter compared to "7.0 mmol/l" on another unknown meter, and in the afternoon of "2.9 mmol/l" on the subject meter compared to "8.0 mmol/l" on another unknown meter, both comparisons obtained within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.